Manufacturer narrative:
Evaluation of the returned device found the basket half open and the sheath kinked/buckled. Powder like residue believed to be mediglide lubricant was found within the sheath. The basket was unable to close after disassembling the device and cutting away the damaged sheath. Additionally, the basket was smaller than the product specification. The most probable root cause for this complaint is a design issue.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a "stone retrieval" procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, a successful functional test was performed prior to insertion into the patient. However, the retrieval basket would not open inside the patient's ureter. It is unknown if a stone was present in the basket when the malfunction occurred. The procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a "stone retrieval" procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, a successful functional test was performed prior to insertion into the patient. However, the retrieval basket would not open inside the patient's ureter. It is unknown if a stone was present in the basket when the malfunction occurred. The procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.